Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 379 to over 400 mg/dl at the time of the incident. The customer was at 61 mg/dl on the morning of the day of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as chest pains and difficulty breathing. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.